Manufacturer narrative:
The insulin pump was received with normal operating currents. The device passed the unexpected restart error test, self-test and the displacement test. The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose drive support disk. The device was unable to perform the occlusion test, priming test and excessive no delivery tests due to compromised force sensor system alarm. The device was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, stained end cap sticker and scratches on the reservoir tube window.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 250 mg/dl. Customer received the alarm multiple times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.